Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported trainee clinician sheers off catheter into patient and noted that upon placement difficulty was noted. Clinician stated trainee to remove/retract the midline out of the patient's upper extremity. Both reported that the catheter was forcibly removed and attempted prior to guidewire - this action sheered the catheter into patient subcutaneous tissue not the vascular system. Both stated that needle was advanced instead of retracting it. Command was to retract catheter safety then the guidewire. Trainee error occurred during the retraction process which led to sheering catheter - needle retracted and pushed forward then retracted again. Both clinician and trainee stayed with patient, contacted primary rn, contacted surgery. Surgery assessed and agreed with clinician that the catheter was in the subcutaneous tissue. Or md stated it was safe to remain, and it would be removed in the am. Catheter segment retrieved and removed the morning (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation showed abundant blood residues throughout the returned device. The needle shaft appeared curved, and the guidewire appeared bent just distal of the needle tip. The catheter was returned removed from the needle shaft. The catheter was observed to be broken approximately halfway down the catheter shaft. The safety mechanism was observed to be advanced over the needle tip. A microscopic observation revealed the break in the catheter shaft exhibited a chevron shape. The fracture edges appeared sharp and the fracture surface appeared granular. The distal tip of the catheter appeared misshapen. The catheter break characteristics observed are caused by pulling the catheter against the needle bevel during the insertion process. This may cause a split or a break in the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.